Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: tibial mobilization after 3,5 years since primary tka. From the supplied x-rays, it cannot be excluded that the patient's bone is having a defensive reaction against the cemented implants. However, the revision operation was carried out successfully and the revision tibia correctly implanted. It is not possible to make a substantiated hypothesis as to the causes of the tibial loosening, at this stage. Batch review performed on (B)(6) 2016. Lot 130227: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: (B)(6) 2018. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event.

Event description:
The patient was having pain in the right knee. The surgeon noticed loosening of the tibial baseplate. He replaced the baseplate and insert and added an extension stem. The surgery was completed successfully. X-rays available. Explants will not be returned.

Manufacturer narrative:
On 19 may 2016 it was prepared a final report with the information already submitted in the initial report. On 30 may 2016 the report was sent to the initial reporter and the case was closed.